Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. The field service engineer (fse) replaced the integrated electrical surgical unit (iesu) due to the reported error. An RMA was issued to the customer requesting to have the isi device returned. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the user reported that the electrosurgical unit (esu) erbe activation has been interrupted (c-34). The site power on/ff the esu several times and swapping cable performed but issue unresolved. Suggested to replace with a third-party esu machine but not available. The surgeon decided to convert to laparoscopic and completed surgery without further disruption or injury.